Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. This is the 2nd complaint for the lot#8270842 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8270842 during the production run. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that seven syringes 60ml ll tip 1ml 2 oz in 1/4 oz experienced cracking/leakage. The customer stated, "rx steve potter from lee and perrin, henderson, nc called in regarding several (7 so far) 60ml luer lock syringes that are cracked. I tried to search by the provided lot # 8270842 but it would not find the item. Can you see if this is valid for your trackwise system? His call back # was 252/436-1135. Thank you."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that seven syringes 60ml ll tip 1ml 2 oz in 1/4 oz experienced cracking/leakage. The customer stated, "rx steve potter from lee and perrin, henderson, nc called in regarding several (7 so far) 60ml luer lock syringes that are cracked. I tried to search by the provided lot # 8270842 but it would not find the item. Can you see if this is valid for your trackwise system? His call back # was (B)(6). Thank you."